Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had multiple error alarms. Blood glucose value was 12.3 mmol/l. It was stated that the customer had not used the pump for a month, and was trying to resume therapy when the alarm occurred. The customer was unable to troubleshoot due to the alarm not clearing. It was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.